Manufacturer narrative:
(B)(4). A partial lead measuring 11.1cm with the connector pin was returned for analysis. Fracture of the rv conductor was noted at 3.0cm from the connector pin. This fracture is consistent with the field observation of high hv lead impedance.

Event description:
It was reported that when the patient presented in clinic for regular follow up, high, out of range, hv lead impedance was observed. Lead fracture was also noted. The lead was capped and replaced. Patient was stable post-procedure.